Event description:
A valiant navion stent graft was implanted during an unknown thoracic endovascular procedure . It was reported that the patient expired 17 days later due to cardiac arrest. No cause of the cardiac arrest was provided. No additional clinical sequelae was provided and the patient is expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.